Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the screen was not coming out due to damage of the charged coupled device (ccd) unit. In addition, evaluation found angulation in the up direction was out of standards due to a worn angle wire, the insertion amount of was out of standards due to damage to the channel tube, liquid leaked due to deformation of the forceps lever, deformation of the scope connector and damage to the channel tube, switch #1 was not functioning due to damage, there was a crease in the screen due to damage to the ccd, the condition of the light guide bundle was not good, the light guide lens was broken, the bending section cover adhesive was broken, the connecting tube was crumpled, there was a crease at the switch #1 and scope connector protector, the scope cover was deformed, an e931 error occurred, and there was corrosion at the control part, scope connector and electrical connector due to leakage. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the video of the evis lucera duodenovideoscope blacked out and was unable to be restored. The issue occurred when preparing the scope for use. Another scope was used to complete the procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the inside of the light guide lens was dirty. The report is being submitted due to the dirt inside the light guide lens found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material inside the light guide (lg) lens could not be identified and a definitive root cause of the issue could not be determined, however, the issue was likely the result of the lg-lens glue peeling due to physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used, etc., and humidity may have got inside the lg-lens and caused corrosion. The event may be detected by following the instructions for use section below: ¿evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection¿ olympus will continue to monitor field performance for this device.